Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been performed by mako surgical. The root cause of the event at this time, is inconclusive. There is no definitive data to explain why the surgeon observed the tibia trial translated medially. The checkpoint data confirms both the tibia and base array did not move after the tibia resection. All the data from the rio indicate the registration and resection was to target and the software loaded the correct stereotactic boundary. The surgeon's burring technique (resulting in a larger than expected diameter post hole) combined with the tibial implant planning possibly lead to the surgeon's observation of the tibial overhang.

Event description:
The surgeon was performing a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) and the restoris multicompartmental knee (mck) implant system. The surgeon stated that the post holes were not drilled to plan, and that the tibial baseplate was overhanging medially. The surgeon re-drilled the post holes using manual instrumentation, and chose to downsize the tibial component from a size 6 to a size 5 in order to address overhang.